Event description:
Livanova received a report in which it is alleged that a heater-cooler 3t system was used during a lvad placement procedure performed on (B)(6) 2019. The surgery occurred at (B)(6). Report alleges generically that the 3t system was defective in its warnings. Moreover, it was alleged that these defects led to patient mycobacterium chimaera infection, occurred between (B)(6) 2024. No evidence of the test result was made available. No information on product serial number is available.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and no further information has been made available. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.